Event description:
It was reported that the lead was explanted because the patient alert sounded due to high impedance (hvb greater than 200 ohms), and the hva to hvb electrogram showed noise. No patient complications have been reported as a result of this event.